Manufacturer narrative:
E: (B)(6). Reporter phone: (B)(6). Reporting institution phone: (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while performing preventative maintenance (pm) in the repair center, it was observed that the device was getting error code 1102 primary alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) has assessed the device and validated the reported issue. The speaker #2 was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.